Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced an adverse event on (B)(6) 2016. The patient had a respiratory infection and went to the hospital. An x-ray was performed. Patient stated that he did not think it was a diabetic event. Patient's sensor was removed while they were in the hospital. Patient was released on (B)(6) 2016. At the time of contact, the patient was in good condition. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 04/13/2016 to report that they experienced an adverse event on (B)(6) 2016.